Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was born in the year (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the cecum during a colonoscopy with mucosectomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip grasped onto the tissue but failed to release from the catheter. Reportedly, the clip was then pulled off the tissue still attached to the catheter, but was not able to be withdrawn back into the scope. The scope was removed and the procedure was completed with a non bsc device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). A visual examination of the returned complaint device found that the proximal end of the catheter was kinked. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the cecum during a colonoscopy with mucosectomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip grasped onto the tissue but failed to release from the catheter. Reportedly, the clip was then pulled off the tissue still attached to the catheter, but was not able to be withdrawn back into the scope. The scope was removed and the procedure was completed with a non bsc device. There were no patient complications reported as a result of this event.